Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving lioresal (concentration 2000 mcg, dose 1224.6 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy it was reported that the doctor examined the pump connector and found it to be securely in place, he then proceeded to the spinal connection and found the catheter to be broken at the connector pin, the pump segment was replaced with a sutureless connector and good cerebrospinal fluid flow was established. There were no known factors that may have led or contributed to the issue, it was unknown as to whether diagnostics/troubleshooting was done. There was no information regarding symptoms; no symptoms were mentioned. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.